Manufacturer narrative:
Carefusion complaint number: (B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation.

Event description:
It was reported that after power the ventilator on that it was alarming vent inoperable, motor fault, and circuit fault. There was no patient involvement.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. An investigation was performed and identified that the reported complaint was confirmed or duplicated. The turbine interface pcba has become corrupted and is failing. This is considered a known issue addressed with ca-(B)(4).